Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Infection was found from the patient who had an aequalis reverse fracture surgery in the past. On (B)(6) 2020, revision surgery was performed. After the implants were removed, cement stem was newly implanted and the surgery was completed.